Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the stent was intended to be implanted within a previously placed wallflex enteral colonic stent that had tissue ingrowth (MFR. Report # 3005099803-2012-02203). The indication for the stent placement was to treat a stricture within the transverse colon. The stricture was approximately 10mm in length and the lesion was not noted to be tortuous. During the procedure, the stent system was advanced over a guidewire and positioned within the colon. The physician began deployment of the stent. The physician determined that the stent was not in the correct position. However, when the physician attempted to reconstrain the stent, the stent failed to retract into the delivery system. The stent was deployed by approximately 20mm. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) the reported event of stent deployment issue (partial deployment). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 35mm. The outer sheath was kinked at 182mm proximal to the distal end of the outer sheath. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the stent was intended to be implanted within a previously placed wallflex enteral colonic stent that had tissue ingrowth (MFR. Report # 3005099803-2012-02203). The indication for the stent placement was to treat a stricture within the transverse colon. The stricture was approximately 10mm in length and the lesion was not noted to be tortuous. During the procedure, the stent system was advanced over a guidewire and positioned within the colon. The physician began deployment of the stent. The physician determined that the stent was not in the correct position. However, when the physician attempted to reconstrain the stent, the stent failed to retract into the delivery system. The stent was deployed by approximately 20mm. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.